Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/06/2013 with the following findings: there was no visible damage to the keypad. All of the buttons on the keypad were intermittently responsive and required excessive force to activate. Contamination was found under all of the button contacts when the keypad was removed.